Event description:
It was reported that a patient with a 23mm 8300ab intuity valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately six (6) years, six (6) months due to severe stenosis and mild regurgitation. The patient presented with congestive heart failure and progressive exertional shortness of breath with orthopnea and intermittent edema. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated h6 device code(s) by adding code-1250; updated h6 type of investigation by adding code-4112. H11: corrected data: corrected h6 clinical code by replacing code-4580 with code-4446; corrected h6 investigation findings by replacing code-3221 with code-180; corrected h6 investigation conclusions by replacing code-4315 with code-50.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 23mm intuity valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately six (6) years, six (6) months due to stenosis. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve. No additional information has been provided.